Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the surgeon felt they were navigating more posterior than the system was showing. They measured and it showed them to be about 1.6 mm off. Surgeon account for the inaccuracy and continued with navigation. Later analysis fount that the registration accuracy metric was 0.9 mm. The yellow zone of accuracy encompassed the head and the green zone included most of the head. Both touch and trace points were collected. There was no patient impact reported and no delay to surgery.